Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep was received. When asked the cause of the high impedance on (B)(6) 2019, ins depleted and lost communication very rapidlyto enter overdischarge was determined, rep said no, patient stated she was charging as normal and the battery died down, patient stated it was only dead for only 36 hours. It was noted those issue had not been resolved. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative via a healthcare provider regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported they saw no response on clinician programmer when attempting to interrogate ins. Patient reported stimulation/amplitude was getting weaker and it was taking longer to charge. They indicated patient schedule appointment on (B)(6) 2019 and stimulation was weaker at that time, they notified office yesterday that they could not do anything with the ins at all. They could not troubleshoot due to lack of access to product. Technical services (tss) reviewed potential for overdischarge and suggested them attempt to interrogate ins with patient programmer (pp) and recharger. It was reviewed if neither of those devices communicate, ins was likely overdischarge. They were aware of prm and indicated they might contact rep to perform if needed. It was mentioned stimulation had been weaker for a couple months and sometimes between (B)(6) 2019 and yesterday was when patient was no longer to do anything with the ins. Additional information later date from healthcare provider (hcp) indicated controller/charger was blank screen. Patient noted recharging last thursday but stimulation stopped yesterday, no communication with clinician programmer or pp. It was mentioned recharger screen did not come on and plugged into dtc with green light. A replacement recharger would be sent, recharger would not come on when plugged into desktop charger. Additional information from representative (rep) on (B)(4) 2019 indicated a follow up regarding a possible od situation. Rep noted the hcp had the patient do a prm last night on (B)(6) 2019. Patient ran a prm and was able to get the ins to charge normally and then charged to 100%. Rep was concerned about the depletion rate, the ins was depleted at the time of the call, and rep could not interrogate the ins using the clinician programmer. They were charging normally. It was reviewed the ins batteries would charge and depleted rapidly following an od situation. Rep noted that ins depleted and lost communication very rapidly to enter the od. The rep thought there was only about 1 day between the time when the ins was communicating and when it stopped communicating and when to od. Rep was charging with patient during the call and ins charged above the 25% quartile. Rep was able to successfully interrogate with the clinician programmer, and rep had to enter the device time/date. Technical services had the rep run impedances to ensure there was not a short causing rapid depletion of the battery. Rep provided the following impedance values after running impedances as ref 0 all >10000 ohms ref 8 0-7 13 14 > 10000 9 10 11 12 15 800-1000 the rep would have the patient charged the ins and would review programming to ensure that none of the open electrode were in use. It was mentioned od on (B)(6) 2019 and high impedance on (B)(6) 2019. No further complication was reported.